Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: while preparing the unit for ventilation, the device reports a self-test error and alarms with the technical fault 446024 (am 3v3 error), the technical fault 431002 (blower disconnected) and the technical fault 444004 (voltage out of tolerance).

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: fields b4, g6, h2, h6 and h11 are updated. During preparing of the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a defective control board. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: while preparing the unit for ventilation, the device reports a self-test error and alarms with the technical fault 446024 (am 3v3 error), the technical fault 431002 (blower disconnected) and the technical fault 444004 (voltage out of tolerance).